Event description:
It was reported that (3) devices were used during a laparoscopic nissen. It was reported by the affiliate that the two 512sd trocars split while the surgeon was inserting instruments (babcocks, harmonic scalpels, etc...) And the third trocar split while being used as a camera port. The surgeon was in a difficult case and the loss of gas due to the split trocars was very frustrating to the surgeon. Each split trocar was replaced with another 512d. Only one of the three devices was returned.